Event description:
It was reported that during inspection at the gedinge fse the cardiosave intra-aortic balloon pump (iabp) unit when checking the display screen have vertical lines were seen and display failure occurred. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they completed preventative maintenance and replaced the display monitor to video gen board kit, and display top lcd. The fse also replaced the safety disk as it was near the replacement cycle. The unit passed all functional and safety tests and was returned to customer.